Event description:
It was reported that an ilet user experienced hyperglycemia after reconnecting to the system following a period of disconnection during a non¿diabetes-related hospital visit. A fingerstick measured 500 mg/dl and the continuous glucose monitor (cgm) showed 367 mg/dl trending downward at the time of the call. The pump was functioning and delivering correction doses as expected. Symptoms included hyperglycemia. Outcomes included user education and confirmation that the system would continue automated corrections without reverting to alternative therapy. Investigation included troubleshooting and user guidance regarding continued automated correction dosing. Investigation of this case revealed no device malfunction and that the device was delivering corrections consistent with intended performance. It was concluded, based on previously established findings for similar reports, that user hyperglycemia occurred while off therapy and was resolving after reconnection, with no device failure identified.